Manufacturer narrative:
The pump was received with a detached end cap, a scratched reservoir tube window, a cracked reservoir tube lip, minor scratches on the display window, and a cracked case at the reservoir tube corners. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery tests due to the detached end cap.

Event description:
Customer reported via phone, she was delivering insulin and noticed the casing was separating. Customer was also experiencing high blood glucose of 504 mg/dl, treated with manual injections and it lowered to 262 mg/dl. Troubleshooting was performed for damage and customer declined to perform for high blood glucose. Customer was advised to discontinue use of the device, revert to back up plan, and device is being replaced to damage on the case. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.